Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.